Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced telemetry pauses. It was further reported that the right ventricular (rv) lead exhibited unstable thresholds, loss of capture on telemetry, oversensing and noise. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.